Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) pacing lead exhibited high capture thresholds. The rv pacing portion of the lead is planned to be replaced. No patient complications have been reported as a result of this event.

Event description:
It was additionally reported that the lead showed low rv sensing. Reprogramming was performed initially. The lead was subsequently repositioned and it remains in use. The patient is a participant in the product surveillance registry study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.